Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 03-april-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse manually moved the reagent tip tray back and forth with the power off. It moved smoothly and had no obstructions. The fse replaced the reagent/tip box home sensor and the instrument homed properly. The fse ran daily startup and ran quality controls (qc). All results were within acceptable range. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4233 reagent/tip-x home overrun was the reagent/tip box home sensor needed to be replaced.

Event description:
On (B)(6) 2017, a customer reported error 4233 reagent/tip-x home overrun on the aia-900 instrument. The customer rebooted the system and performed an all set home but the error persisted. The customer is unable to run patient samples on creatine kinase mb isoenzyme (ck-mb) and cardiac troponin I (ctnl2). On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ck-mb and ctnl2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.